Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.   Note: pain being attributed to natural progression

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address increasing pain and was brought to surgery for revision to a total knee because they had wear in the lateral and patella femoral compartments. Implant record with part and lot numbers from the original surgery are unavailable. Sigma uni compartment knee done on (B)(6) 2016. Dor: (B)(6) 2016; dor: (B)(6) 2019; unknown side.